Event description:
It was reported that the patient presented to the emergency room due to feeling shocks. Review of the implantable cardioverter defibrillator (ICD) data revealed that multiple episodes of anti-tachycardia pacing and shocks were delivered due to what appeared to be atrial arrhythmia with rapid ventricular response. No out-of-range device measurements were observed. Technical services recommended further consultation wit the patient's regular physician. The ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room due to feeling shocks. Review of the implantable cardioverter defibrillator (ICD) data revealed that multiple episodes of anti-tachycardia pacing and shocks were delivered due to what appeared to be atrial arrhythmia with rapid ventricular response. No out-of-range device measurements were observed. Technical services recommended further consultation wit the patient's regular physician. The ICD remains in service and no additional adverse patient effects were reported. Additional information received indicated the physician elected to explant the ICD and upgrade the patient to a cardiac resynchronization therapy defibrillator system.

Event description:
It was reported that the patient presented to the emergency room due to feeling shocks. Review of the implantable cardioverter defibrillator (ICD) data revealed that multiple episodes of anti-tachycardia pacing and shocks were delivered due to what appeared to be atrial arrhythmia with rapid ventricular response. No out-of-range device measurements were observed. Technical services recommended further consultation wit the patient's regular physician. The ICD remains in service and no additional adverse patient effects were reported. Additional information received indicated the physician elected to explant the ICD and upgrade the patient to a cardiac resynchronization therapy defibrillator system. The device was returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.